Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient has had nothing but problems: ins would not charge, would not work and has no stimulation in back. The therapy had not been working since implant. The stimulation was turning off. Last wednesday the stimulation turned off and the patient thought she was in overdischarge. The tried calling 8 numbers and did not reach anyone so she called her health care provider (hcp) to set up an appointment with a company representative. The patient met with a company representative on monday, the recharger was used and got ¿10¿ bars right away. The device was not overdischarged. The patient was told to recharge. The patient charged all day today and ¿it¿s not doing anything.¿ an information request was made regarding the recharger/recharging. The ins battery level flashed between 50-75%. It was all the way down to zero. The patient did have coupling earlier. The stimulation was off and the patient used her recharger to turn stimulation on, she did not feel stimulation. A coupling problem was reported. Repositioning the antenna and pressing the start charge button resulted in full coupling. An information request was made regarding the patient programmer (pp). The ins was set at 0.0v, the patient increased program 1 and 2, then she could feel stimulation. The patient was not sure why she was unable to d o this before. The patient had not been able to recharge since implant, she had the recharger antenna backwards in belt. The patient¿s hcp reported a little over a week later that the patient does have a 50% or greater symptom reduction. The battery ran dry and the patient was instructed how to correctly charge her battery on (B)(6) 2014. The patient was re-educated and reprogrammed too. The patient recovered without permanent impairment.